Event description:
On (B)(6) 2013, the customer reported aspiration issues with the coulter lh 750 hematology analyzer while a beckman coulter (bec) field service engineer (fse) was onsite. On (B)(6) 2013 the fse reported a bloody fluid leak of approximately 50 - 60 cubic centimeters (cc) coming from below the diluter of the instrument while onsite. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
The bec fse identified that the blood leak was coming from the needle bellows which were not draining and overflowing into the bottom on the diluter. The fse discovered a small piece of rubber, probably from the tube top, which was clogging check valve from the needle drain vacuum (vl57) to the waste chamber in the rear of the instrument. The fse replaced the check valve and two other check valves to the waste chamber. The blood leak was cleaned from the bottom of diluter and from where it had splashed on the rocker bed. The rocker bed stripper plate was removed, cleaned and lubricated. System performance was verified. Failure mode is related to a clogged check valve at the needle vacuum drain. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).